Manufacturer narrative:
The cause of the discordant, (B)(6) toxoplasma igg (toxo g) result is unknown. Siemens is investigating this issue.

Event description:
A discordant, (B)(6) toxoplasma igg (toxo g) result was obtained for a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same instrument and resulted (B)(6). The repeat result was in alignment with the patient's clinical history. A corrected report was issued with the repeat toxoplasma igg (toxo g) result. There are no known reports of patient intervention due to the (B)(6) toxoplasma igg (toxo g) result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the (B)(6) toxoplasma igg (toxo g) result.

Manufacturer narrative:
The initial MDR 2432235-2018-00287 was filed on 09-jul-2018. Additional information (10-jul-2018): a siemens customer care center (ccc) specialist followed up with the customer. The repeat toxoplasma igg (toxog) result was obtained on (B)(6) 2018. The sample was stored refrigerated between the initial result and the repeat result. Another sample from the patient also resulted negative for toxoplasma igg (toxog). There are no reports of discordant results from this instrument with other assays that use a low sample volume similar to toxoplasma igg (toxog). Calibration and quality control data were provided for investigation. Additional information (23-jul-2018): the ccc specialist followed up with the customer and stated that there are no reports of additional false positive results for toxoplasma igg (toxog). The cause of the discordant, false positive toxoplasma igg (toxo g) result is unknown.. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2018-00287 was filed on 09-jul-2018. Supplemental MDR 2432235-2018-00287_s1 was filed on 31-jul-2018. Additional information (02-aug-2018): a siemens headquarter support center (hsc) specialist reviewed the calibration and quality control (qc) data and stated that they were within the specified ranges and were comparable with the release data. Sample handling was in accordance with the recommendations in the instructions for use (IFU) for advia centaur xp - toxoplasma igg (toxo g) - 10629904_en rev. Aa, 2016-04. The customer did not obtain any additional discordant results for toxoplasma igg (toxo g). The total number of negative samples tested for toxoplasma igg (toxo g) at the customer site is unknown, therefore the assay specificity could not be calculated. The discordant toxoplasma igg (toxo g) may have been cause due to pre-analytical factors. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The cause of the discordant, false positive toxoplasma igg (toxo g) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.